Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading low and the insulin pump went into threshold suspend. Current sensor reading was 41 mg/dl and blood glucose was 96 mg/dl. Troubleshooting was done. Customer was advised about the recommended insertion and calibration process and was instructed to turn of and on the sensor feature and reconnect to old sensor and change the sensor if issues persist.